Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
The user facility reported that the device was leaking a black fluid. There was no patient impact, no medical intervention, no surgical delay, and no adverse consequences. Although requested, no information was available regarding how it was noticed or if the procedure was completed successfully.

Event description:
The user facility reported that the device was leaking a black fluid. There was no patient impact, no medical intervention, no surgical delay, and no adverse consequences. Although requested, no information was available regarding how it was noticed or if the procedure was completed successfully.